Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was unable to completely straighten the tip and the sterile staff had difficulty removing the instrument from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that as far as the robotic coordinator is aware the instrument was inspected prior to use. The instruments are carefully inspected prior to sterilization by either myself or robotics coordinators counterpart. I cannot say if the instrument was thoroughly inspected at point of use. Instrument and cannula were removed together due to the wrist being unable to be straightened. No physical damage was observed. The port incision was not increased in size to remove the instrument. The port was removed, the cap/seal and instrument were removed, the cap/seal were replaced, and the cannula was reinserted using a bladeless obturator. Unable to say for certain if instruments collided, but it is a possibility. There are no photographic images or videos of the procedure. There were no abnormalities with the force bipolar instrument. Prior to attempting to remove the instrument, the jaws were stuck in a close position.

Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon was unable to completely straighten the tip and the sterile staff had difficulty removing the instrument from the cannula, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The force bipolar instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed from the cannula five times at different angles without any issues. The force bipolar instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the force bipolar with no underlying product issue may be related to misuse of the product and recognition issues. The force bipolar instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks # 6 and #7. Common causes of the failure mode cracked instrument input disks are typically attributed to mishandling/misuse. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. A review of the instrument logs shows the instrument was last used on (B)(6) 2022 on system (B)(4). The force bipolar instrument had 8 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. The probable root cause of difficulty removing instrument from cannula cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of force bipolar instrument found physical damage to the jaws. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.